Manufacturer narrative:
D11- the harmonic ace instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of blade broken to be related to the customer reported complaint. The blade broke at roughly 0.124¿ from the base and the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. Additional finding not reported by the site was that the instrument was found to have teflon pad damage. A piece measuring 0.024" x 0.085" broke off at the tip of the clamp arm and was not returned with the instrument. Root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (480275-08/l90210921 0371) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) -2021.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the instrument log for the harmonic ace instrument (480275-08/l90210809) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. This complaint is being reported based on the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
On 07-dec-2021, intuitive surgical, inc. (Isi) received (B)(4) stating: it was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, "a scrub nurse noticed that a piece of the harmonic shears was missing when the harmonic was handed back. The piece had come off during the procedure and broken off inside the patient but was retrieved before the procedure ended with no harm to the patient." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.